Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states the bed has a break in a weld, tech confirmed a new head end leg and link assembly is needed.